Manufacturer narrative:
Ressults of investigation: a vyaire service technician verified the reported "battery connection issue that shut unit off in use" problem on the revel ventilator. Root cause is the lack of charge in the transition battery and the 6-year pm will be performed as a precaution. Also, the vyaire service technician was unable to verify the reported "high pressure alarm and non-functioning on second call" problem on the same revel ventilator. A possible root cause is the incorrect o2 setting.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that there is a battery connection issue that shuts off the revel ventilator, a high pressure alarm and is also suddenly non-functioning. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.